Event description:
It was reported that the site had potentially impacted system controllers on their shelf listed on device correction. Three system controllers were found with impacted user interface (ui) membranes. The three system controllers had been returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s user interface (ui) membrane being lifted was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6) revealed that the ui membrane was slightly lifted near the display button. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. The downloaded system controller log files did not indicate any issues with the returned controller. The reported event of a lifted ui membrane on the system controller was confirmed; a corrective action was initiated to investigate this issue. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.